Event description:
It was observed that during the device evaluation, the subject device exhibited debris inside the light guide lens and a white residue inside the control body channel. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: regarding the debris found inside the light guide lens and the white residue found inside the control body channel, the cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.